Event description:
Additional information was received that the controller internal fault resolved with controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed via the log files. The provided log file, as well as a log file extracted from the returned system controller (serial number (B)(6) collectively contained data spanning approximately 2 days ( on (B)(6) 2023 ¿ on (B)(6) 2023 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. A controller internal fault alarm was observed on (B)(6) 2023; this alarm appeared to have occurred as a result of the backup battery¿s unloaded voltage being above the acceptable threshold at this time, triggering the alarm. The alarm remained active throughout the remainder of the data, and no other notable events were observed. The returned system controller was functionally tested and was found to perform as intended; atypical events were unable to be reproduced throughout all testing. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6) , showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to respond to and/or resolve alarms that sound from their system controller, including controller fault alarms. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a system controller internal fault was noted. The controller was exchanged.